Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right after the implant procedure the patient coughed and moved their arm which dislodged the right atrial (ra) lead. The dislodgement was confirmed under fluoroscopy. The pocket was reopened, the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.